Manufacturer narrative:
In previous MDR b5 verbiage was captured incorrectly, box e reporting address state was missed to capture. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pulmonary nodules, kidney cyst/left renal cyst and subpleural nodule in left lateral costophrenic sulcus. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Box b1 was corrected to product problem. (Both was checked in previous MDR) box b2 was corrected to blank. (Previously it was other serious) box h1 was changed from serious injury to product problem. Box h6- health effect - impact code was updated.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pulmonary nodules and kidney cyst. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.